Event description:
It was reported that t2 could not be deployed far enough therefore, t2 would not deploy. Customer has been informed that t2 sometimes needs to be pushed forward very hard, and that it needs to "click" so that t2 is seated properly. Customer was instructed to double check correct seating of t2 with the scope if there is any doubt left. Malfunction report form confirms that this issue occured with two devices. With both devices, t1 was deployed and reamins in the patient. A ten minute delay was experienced in order to gather a back-up device. Thetear was lateral within the red/white portion of the meniscus. Back-up fas t-fix was used to complete the repair. No patient injury resulted.

Manufacturer narrative:
No product was returned for evaluation therefore,no determination could be made for the reported device failure.